Event description:
It was reported that there was an error with the cgm, specifically referred to as error 42. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, which guided them through resetting the pump, successfully resolving the issue, and allowing the sensor session to start without further errors.